Event description:
Hcp reported the pt had complaints of fever and pain and bruising at the site of the pump. A culture was positive for pseudomonas. The pt did not have meningitis. Pt was treated with IV antibiotics and device system explant. The infection resolved and the pt had drug withdrawal symptoms of chills and agitation.